Event description:
Caller reported that t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer was sent replacement charging supplies to address the issue.